Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59 mm in diameter abdominal aortic aneurysm. Vessel morphology was reported as mild to moderate calcification in the aortic neck. It was reported upon final angiography, a proximal type I endoleak was noted. The physician re-ballooned the proximal neck more aggressively and the endoleak reduced but did not resolve. There was no space to place a cuff because the physician landed just at the lowest left renal. The physician ballooned a third time and result remained the same. The physician put in 9 aptus endoanchors without issues. Angiography still showed an endoleak but also showed a type 2 endoleak around the same area. The physician will monitor the patient. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.